Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the stabilizer's little maquet clip (logo) popped off on the floor. The same device was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).